Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this foley tray product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the foley tray product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the tray was missing the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the tray was missing the catheter.